Event description:
Treatment of an aneurysm. During the procedure, it was reported that the pipeline deployed successfully, but there was a slight narrowing of the vessel. Upon retrieval of the capture coil, the wire broke when it was halfway down the pipeline and it was left inside the pipeline device.no injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient and the broken capture coil was also left inside the patient.(B)(4).